Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump and insulin shot out during priming. Her blood glucose was 160 mg/dl, which she treated with manual injection. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap was sticking out. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.